Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the transmitter and receiver were never able to pair together the receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log did not confirm the reported event that the transmitter and receiver were never able to pair together a root cause could not be determined. Additionally, the transmitter being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Customer complaint was confirmed through transmitter testing. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.